Manufacturer narrative:
This is default text configured for block h10.

Event description:
Missed dose [product dose omission issue] , prefilled syringe got cracked [device breakage] , needle was separated from the syringe [device issue] , medication was spilled out of the syringe [device leakage] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events of product dose omission issue, device breakage, device issue, device leakage and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 27-may-2026, amneal pharmaceuticals received information from pharmacist via a telephone call concerning the above-mentioned events experienced by the patient while on amneal's medroxyprogesterone acetate. Additional significant information (#1) was received on 28-may-2026 from the pharmacist via an email. New information included; product frequency was added and narrative was updated. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe 150 mg/ml, one single dose prefilled syringe, inject 1 ml under skin every 90 days (3 months) via intramuscular use (ndc: (B)(4) (batch no: 250132, exp date: 30-apr-2027 and serial number: (B)(6) (therapy dates were not reported) for an unknown indication. Co-suspect drug, concurrent condition, concomitant medication, medical history, allergy, history of procedures /surgeries, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. On 20-may-2026, the consumer received the sealed medication box from the pharmacy and on 27-may-2026 when the provider was about to administer the prefilled syringe to the consumer, they observed that the prefilled syringe got cracked, the needle was separated from the syringe and medication was spilled out of the syringe. Upon asking she confirmed that the medication was not administered to the consumer, and she confirmed that they had followed all the instructions and denied providing consumer details. Last action taken with medroxyprogesterone acetate to product dose omission issue, device breakage, device issue, device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product dose omission issue, device breakage, device issue, device leakage and no adverse event was unknown. The reporter did not provide causality of events product dose omission issue, device breakage, device issue, device leakage and no adverse event with medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited.